Manufacturer narrative:
Analysis of the pump revealed pumphead hole in pump tube, mechanical wear; pumphead pump tube binding. Fluid pulled from the pump reservoir was discolored (yellowed as received). Dispense accuracy testing failed with under infusion noted. Fluid pulled from pump again after the dispense testing, the fluid was discolored brown/yellow. Destructive analysis found that the pump tube was extremely discolored (brown) hardened. The inlet side of the pump tube had become "pinched" under the pump head roller arm. Due to the pump head rotation over time a hole has worn into the pump tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative on 24-may-2016 and it was reported that the pump was replaced. Per the hcp (healthcare professional) they had measured the volume discrepancies over 2 different refills. No rotor or dye study was performed. There was no patient injury and the patient recovered without sequela.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (10 mg/ml at 1.402 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that in (B)(6) 2016 the actual residual volume was greater than the expected residual volume at the refill. In (B)(6) 2016 the actual residual volume was less than the expected residual volume. The reporter did not have the actual number values. The pump was going to be replaced at the end of (B)(6) 2016. There were no alarms, programming errors, or refill issues mentioned. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.